Manufacturer narrative:
Correction: section b3 "event date" should have been the death date which is (B)(6) 2025.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient had a history of complete heart block (chb) and was on temporary pacing. The patient was initially booked for a procedure to implant a system 7 day prior but was too unwell on this day and the implant procedure was postponed. The patient was brought in for a procedure the afternoon of (B)(6) 2025 and received a new dual chamber pacemaker with leads. The patient was stable post procedure. It was reported that the patient expired late evening on (B)(6) 2025. It was noted that there were other non-cardiac related issues that may have led to the patient's death. There is no known allegation from a health professional that suggests the death was related to the device. The system was believed by the physician to have been working without issue. It was reported that the cause of death is unknown.